Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman device, but the exact brand name is unknown. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via medwatch report it was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was in progress using a watchman access system (was) and a watchman laa closure device and delivery system (wds). According to a phone report from the clinical account specialist, the acuson acunav (2d) ultrasound catheter and the wire for the watchman sheath were positioned in the left atrium when a pericardial effusion was identified. The effusion was detected and confirmed on transesophageal echocardiography (tee). The clinical account specialist reported that the intracardiac echocardiography (ice) catheter was withdrawn to the right atrium, at which time additional pericardial effusion was observed. A pericardiocentesis was performed removing 315 ml of fluid. Bleeding initially resolved but reoccurred, requiring an additional pericardial tap and drainage. The patients last known condition was reported as stable. The physician's opinion on the cause of the event was from the procedure with the left atrial appendage occlusion sheath after transseptal.